Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damages or defects. The device was able to alarm when parameters are breached. Two segments of the top red led display on the device were unable to illuminate. The customer complaint was duplicated. Further review found the led segment failure was caused due to a component malfunction on the system board. (Date of event) was updated from "(B)(6) 2017" to "(B)(6) 2017".

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a ¿display failure." It was also reported ¿the upper red display three segments are missing." No patient impact or consequences were reported.